Manufacturer narrative:
Unknown if complainant device is/not expected to be returned for manufacturer review/investigation. (B)(4). Investigation requirements: product was not returned and the device history records review has not be completed; the investigation could not be completed; no conclusion could be drawn. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch

Event description:
It was reported that the patient was walking when implant broke in her leg. Patient also experience a great deal of pain and she called emergency on the same day, pt had a second surgery. This complaint involves one part. Concomitant parts reported: 1x unk quantity of unk screws, part unk, lot unk. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part # 426.641s, synthes lot number: 9654533, release to warehouse date: 04.nov.2015, expiry date: 01.oct.2025, manufacturing site: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Based on the received x-ray's and the picture we are able to confirm that we are see a broken plate. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.